Event description:
According to a stryker quality engineer, a loaner core impaction drill started smoking during routine testing. There was no pt involvement and no adverse consequence was associated with the event.

Manufacturer narrative:
Further investigation revealed corrosion within the motor and other subassembly parts. These parts were replaced and the device was repaired, cleaned, lubed and adjusted.